Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) a suspected post-op infection in the pocket. The pocket site was leaking a clear fluid. The clear fluid soaked through the bandage but no event was reported leading to the leakage. The doctor closed the incision in the office with a non-absorbable suture and antibiotics were prescribed. The issue was not resolved at the time of this report. Surgical intervention did not occur, but was planned. Incision revision was scheduled in two days. The patient was alive with no injury. The indication for use included non-malignant pain.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was implantable neurostimulator (ins) incision infection. The patient went to urgent care center and the wound at the ins site was swabbed and sent for culture. The event resulted in an emergency room visit. An examination showed no sign of infection. The patient presented for follow up and complained of ins incision being open. The left ins was wet with serosanguinous discharge. It did not appear erythematous. The patient started on an antibiotic augmentin as prophylaxis. The doctor closed the wound that appeared to have dehiscence under a sterile drape. The lumbar spine incision was clean and there was no erythema or discharge. There was no sign of infection. The patient had not been febrile. The patient had no neurologic deficits. Later it was reported that the patient had a positive culture for serratia marcescens and the patient was scheduled for implantable neurostimulator (ins) removal. Interventions included explanting and not replacing the device. The spinal cord stimulator (scs) was removed. The patient stated that she was called by urgent care to tell her that she had serratia marcescens on the culture of the wound dehiscence of the left implantable neuro stimulator (ins) site. The spinal cord stimulator (scs) stimulation was covering her area of pain and would like to keep the scs lead if possible. The ins could be replaced in the future. The etiology was reported as not related to the device or therapy and possibly related to the implant procedure. The etiology was noted as related to the ins pocket. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.